Event description:
It was reported that the health care professional (hcp) called boston scientific technical services (ts) and stated this insertable cardiac monitor (icm) device had come out from the patient, via the incision site. Due to this reason, a new icm device had been implanted in the patient, and the hcp requested assistance setting up the patient mobile monitor (pmm). Ts walked the hcp through the setup process, which was completed with success. No additional adverse patient effects were reported. The first icm device is not available for return.